Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with broken battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the top part of the battery compartment including the threads broken off. The customer's blood glucose level was unknown at the time of the incident. The customer accidentally threw the box, envelope and returned the label for the insulin pump. The customer stated that the reservoir lip ring was damaged but the reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.